Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient was revised to address pain, soreness, elevated ions, metallosis, alval, trunionosis and dark staining around the trunion. Extensive infiltrative, rubbery, tan tissue throughout the hip was also noted. Update (B)(6) 2017: legal medical records received. In addition to what was previously reported, litigation also alleges progressive discomfort. After review of medical records for MDR reportability it was reported that the patient was revised to address failed right total hip arthroplasty secondary to metal ion disease. Operative findings report extensive infiltrative, rubbery, tan tissue throughout his hip which was prominent over his trochanter, beginning to protrude through his it band, extended up into his gluteus maximus, involved his entire posterior capsule, anterior capsule, and inferior capsule. There was mild trunnionosis, some minimal dark staining at the trunnion. There was no posterior impingement and no instability to flexion and internal rotation. On the assessment report, it was mentioned that patient had some increased discomfort in his right hip and palpable nodularity about the hip and greater trochanteric region. This prompted metal ion testing and MRI scan. He has evidence of fluid and alval type tissue reaction. MRI indicates large volumes of fluid collections suggestive of metal-on-metal disease. No laboratory values provided for the reported metal ion disease. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address metallosis and alval. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (left hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update may 31, 2017: legal medical records received. In addition to what was previously reported, litigation also alleges progressive discomfort. After review of medical records for MDR reportability it was reported that the patient was revised to address failed right total hip arthroplasty secondary to metal ion disease. Operative findings report extensive infiltrative, rubbery, tan tissue throughout his hip which was prominent over his trochanter, beginning to protrude through his it band, extended up into his gluteus maximus, involved his entire posterior capsule, anterior capsule, and inferior capsule. There was mild trunnionosis, some minimal dark staining at the trunnion. There was no posterior impingement and no instability to flexion and internal rotation. On the assessment report, it was mentioned that patient had some increased discomfort in his right hip and palpable nodularity about the hip and greater trochanteric region. This prompted metal ion testing and MRI scan. He has evidence of fluid and alval type tissue reaction. MRI indicates large volumes of fluid collections suggestive of metal-on-metal disease. No laboratory values provided for the reported metal ion disease. This complaint was updated on: jun 8, 2017.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, soreness, elevated ions, metallosis, alval, trunnionosis and dark staining around the trunnion. Extensive infiltrative, rubbery, tan tissue throughout the hip was also noted.